Event description:
One of the four needles in a prostar closure system failed to deploy. This resulted in the pt's left groing having to be re-opened and explored. The pt's hospital stay was subsequently extended by two days.

Event description:
This incident was reported due to device malfunction requiring surgical intervention. The physician was performing closure of an arteriotomy site with the prostar xl 10 french (f) device following an unknown procedure. It is unknown if fluoroscopy was performed prior to the closure procedure. Reportedly, while deploying the device "two (2) of the needles went sideways." The physician had to cut down on the groin in order to retrieve the device and to repair the artery. The pt was "doing fine" when he/she left the operating room; however, the pt's current condition is unknown. It is unknown if the pt's hospitalization was prolonged as a result of this event. Although requested, no additional information was available. The inspection of the returned device revealed the handle was in the deploy position. The needles and sutures were not returned with the device. There were no clamp marks found on the coiled suture lumens. The needle slot and suture port appeared normal. There was a needle strike mark on the shoulder of the anterior guide. There were no needle - jump tracks marks present. There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. The evidence of needle strike marks on the barrel face suggested that the needle might have been deflected by an unidentified cause. However, co was not able to establish a definitive root cause based on the investigative findings. Review of the device history record for this lot did not produce any findings relevant to this investigation. The date of the event was july, 2005. The date that the co's firm first received information about the event was august, 2005.